Event description:
During the af procedure, there was no contact force displayed. The catheter was reconnected with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.